Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that the pump fails to boot up, freezes, and alarms continuously. There was no patient injury reported.

Manufacturer narrative:
B5: additional information was received and attached on 03 october 2022: the event occurred immediately on use and there was no injury. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: health effect and evaluation codes: updated h10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the top case cracked by the front left and right bottom corners. Bottom case cracked by the "l" bracket pole clamp and missing seal (lining). Cracked right plunger case and no visible contamination. Functional testing found the device power up with constant alarm with no display. The root cause of the reported issue was found to be caused by incorrect process for software update by customer. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.